Manufacturer narrative:
Concomitant medical products: product ID: 377775 , serial# (B)(4), implanted: (B)(6) 2005, product type lead .product ID: 377775, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for malignant pain. It was reported that upon interrogation impedances show multiple electrodes greater than 10,000 ohms. Electrodes showing this are 6,8,9,12,13 and 14. The patient is very happy with their stimulation therapy. The patient's favorite group does not utilize any of these electrodes. There are no known contributing factors. No actions or interventions were performed at this time as the patient's favorite program does not utilize any of the high impedance electrodes. No symptoms were reported.